Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire kinked and tailed away (became thinner and thinner) while pulling it out, with the danger that a part of it remains in the patient's body. The tip of the introducer got damaged as well while trying to insert it. The catheter's shape changed also as a result of the struggle with the guidewire. The device was removed without any report of retained device.

Event description:
It was reported that the guidewire kinked and tailed away (became thinner and thinner) while pulling it out, with the danger that a part of it remains in the patient's body. The tip of the introducer got damaged as well while trying to insert it. The catheter's shape changed also as a result of the struggle with the guidewire. The device was removed without any report of retained device.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly and lidstock for evaluation. Visual examination revealed the guidewire was kinked at primarily four locations. The distal j-bend was misshapen. The returned guide wire contained four distinct kinks along the guidewire body. The kinks were located 375 mm, 395 mm, 585 and 595 mm from the proximal end, respectively. The guidewire was bent between the kinks at 395mm and 585mm. The total length of the guide wire measured to be 603 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.791 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was advanced through an 18ga lab inventory needle with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut guidewire to alter length." "Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was primarily kinked at four locations along its body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.